Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a previously implanted peripherally inserted central catheter (PICC) line cracked at the hub and catheter junction. The duration of implantation was not provided. The circumstances and conditions at the time of the event are not known. The reporter opines that the attachment and twisting motion of a hub cleaning device employed by the nursing staff may be a causal factor in the event. No further patient, procedure or event information was provided.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed a partial separation between the tubing and the purple hub, which had been taped heavily. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.